Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as system contamination. The fse replaced the ion-selective electrolyte (ise) tubing, carbon bridge and performed decontamination of the ise flow cellto resolve the issue. Age/date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high patient results for na (sodium) and cl (chloride) on their unicel dxc 600 instrument. The erroneous patient results were not reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.